Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The right internal iliac artery (iia) was unintentionally and partially covered by the excluder when the distal side of trunk-ipsilateral leg was deployed. Blood flow into the right iia was slightly delayed but no treatment was given. In the left side, two iliac extenders were placed without problems. A bare-metal stent (smart 12 mm x 40 mm) was placed inside the ipsilateral leg (reason unknown). The final angiography showed a type ia endoleak; therefore, an aortic extender was additionally placed in the aortic neck and the endoleak disappeared. The patient tolerated the procedure. Fsa provided additional information on april 1, 2022: the reason for additionally implanting the bare-metal stent was to secure proper expansion force as the patient¿s terminal aorta was narrow.

Manufacturer narrative:
(B)(4).